Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿drain breaks¿ with a potential root cause of "drain was manufactured incorrectly (dimensions or material not to spec, not cured for the appropriate amount of time etc.)". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review.

Event description:
It was reported that the drain broke into two pieces, and that a piece had to be surgically removed from the patient.